Manufacturer narrative:
The actual device has been returned for evaluation. One (1) 6fr angio-seal device was returned for product evaluation. The returned device included the locator, hemostasis sheath, and packaging. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and locator were returned mated together. No damage or deformation was identified. Functional testing was performed by attempting to insert the components into the vessel model. The components were able to be inserted successfully, and no issue with device function was identified. Based on the available information, it appears that the sheath and locator were unable to be inserted into the vessel, despite attempting to rotate the assembly to gain proper insertion into the artery. As a result, the complaint was able to be confirmed for a potential issue with device insertion. The exact root cause was unable to be determined. The likely cause was determined to have been difficult insertion into the artery due to insufficient angulation. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
A4: weight: not available due to hospital policy. A5: ethnicity: not available due to hospital policy. A6: race: not available due to hospital policy. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: lead tech. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code / lot# combination was conducted with no findings.

Event description:
The user facility reported that when the involved angio-seal sheath and dilator were inserted, they were not able to advance into the vessel. They attempted to twist the sheath to advance but were unsuccessful. The patient condition is stable. The procedure outcome was successful. The event occurred intra-operative. The patient was not injured, medical or surgical intervention was not required. Additional information was received on 19 jul 2023: the procedure performed prior to using the closure device was a peripheral angiogram using a 6 fr sheath. A pre-deployment angiogram was performed. There was no disease present in the access site artery. The puncture site was in the common femoral artery. Hemostasis was achieved by manual pressure. There were no concomitant medical products used with the angio-seal.